Manufacturer narrative:
Concomitant medical products: non bd spiros adapter. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the event reportedly occurred on the pediatric oncology department, therefore it is presumed that the patient was a pediatric patient.

Event description:
It was reported that the tubing set filter was found to have leaked from the "circle area" on the backside of the filter prior to the initiation of a chemotherapy infusion in the pediatric oncology department.

Manufacturer narrative:
The customer¿s report that the tubing set filter leaked from the vent was confirmed. Inspection noted the air vent membrane of the 0.2 micron filter was wetted/compromised and testing observed a leak (termed ¿weeping out¿) from the same area. The possible causes of the observed filter vent leak, based on previous investigations, are likely due to infusate clog/oversaturation of filter, or time in use to the extent that fluid flow is restricted, and/or fluid resistance. Testing was performed by allowing/pushing fluid through. It was observed that the fluid only leaked out from the vent of the 0.2 micron filter. No leaks or any other issues from anywhere were observed. Further pressure testing the set up to 30psi while submerged underwater observed no unexpected leaks or any issues. The root cause was not identified.

Event description:
It was reported that the tubing set filter was found to have leaked from the "circle area" on the backside of the filter prior to the initiation of a chemotherapy infusion in the pediatric oncology department.